Event description:
During the angioplasty treatment procedure, the tip of the ultra-thin balloon catheter detached. No pt injuries or complications were reported. No other info is available regarding this event.